Manufacturer narrative:
The field service engineer (fse) found that there was reference solution contamination and salt bridge build-up between the reference electrode and the acrylic block. The fse checked the electrode connection, the rinse mechanism, detergent volume, the sipper, ise, sample alignments, reagent bottle solutions, and na concentration. An ise check was performed with no errors. The customer replaced the reference solution and ran calibration and qc successfully. A pooled-sample precision check was also run successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable gen.2 ise indirect for k results from 1 patient on a cobas 6000 c501 analyzer. The initial k result was 7.16 mmol/l. The repeat result on another c311 analyzer was 3.79 mmol/l. No questionable results were reported outside of the laboratory. The repeat result was deemed correct. The electrode serial number and expiration date were requested but not provided.